Event description:
It was reported that a dissection event occurred with the use of two (2) 3.0mm diameter x 15mm length resolute integrity over the wire (otw) drug eluting stents. The lesion treated was in the mid lad and it was reported to be calcified, stiff and on a bend with 90% stenosis. The lesion was pre-dilated and the first resolute integrity stent was implanted. It was noted that a distal dissection occurred. The patient received another resolute integrity stent to treat the dissection; however it was noted that the dissection was extended and persisted, requiring the patient to be sent for surgery and bypass surgery was performed. The case was reported to be difficult and there was no reported malfunction with the use and deployment of the resolute integrity devices. The patient was stable after the procedure and the bypass surgery was successful. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, heavy calcium present, difficult lesion). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology, 90% stenosis, heavy calcium present, difficult lesion). Known inherent risk of procedure (dissection). (B)(4).